Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# v792971, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v649093, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient's implantable neurostimulator (ins) was in its second overdischarge. The reported overdischarge was confirmed by the patient programmer, implantable neurostimulator recharger (insr), and clinician programmer. Patient non-compliance with the recharging process led to the reported overdischarge. It was determined that ins could not be read with any device, and the ins would not charge. There were no reported interventions or actions were taken to resolve the issue; the issue was not resolved at the initial time of report. Surgical intervention was not performed or planned at the initial time of report, and the patient's status was alive with no injury. Additional information received from the manufacturer representative reported that the healthcare professional had submitted to have the ins replaced, and the manufacturer representative was waiting for an answer. There were no reported patient symptoms. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included other chronic/intact pain (trunk/limbs).